Manufacturer narrative:
Investigation findings: separation problem. A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned devices were visually examined, and the following was observed: sheath 1: liner fully expanded as designed. Distal tip torn axially and radially along distal liner edge. A piece of torn tip separated and returned separately. Hdpe stretching along axial and radial tears; soft tip damage/stretching. C-marker is present. All scorelines present. Sheath 2: liner fully expanded as designed. Distal tip torn axially and radially along distal liner edge. A piece of torn tip separated and returned separately. Hdpe stretching along axial and radial tears; soft tip damage/stretching. C-marker is present. All scorelines present. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints for sheath distal tip torn and system components separate during use were confirmed based on the evaluation of the returned devices. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards quality engineer, during simulated use testing in the advanced quality application lab at the edwards, irvine site (benchtop testing in simulated use model and water), two (2) events. Event 1: the event occurred when advancing the delivery system with valve crimped on the crimp balloon of a commander 29mm delivery system, the sheath tip was observed to not open along the score line, and some difficulty pushing the valve through the tip was experienced. The tip was observed to tear a u-shaped piece off the tip. The torn piece and sheath were saved and given to the gps team in irvine. Event 2: during simulated use testing in the advanced quality application lab at the edwards, irvine site (benchtop testing in simulated use model and water), an esheath+ tip tear and material separation occurred. The event occurred when advancing the delivery system with valve crimped on the crimp balloon of a commander 29mm delivery system, the sheath tip was observed to not open along the vertical score line, and some difficulty pushing the valve through the tip was experienced. The event was captured on video and pictures taken. The torn piece and sheath were saved and given to the gps team in irvine. Additional information noted both cases were in a clinically relevant simulated use in a glass model. All of the normal device prep steps were taken per prep manual and IFU. Both esheath's came off the shelf from draper warehouse and were released for distribution.